Manufacturer narrative:
The reported field event of erosion and infection were not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with the edge of their implantable cardioverter defibrillator sticking out of the pocket. It was understood that an infection was associated with this case. The system was explanted. The patient was stable.

Manufacturer narrative:
Correction: g4 - the awareness date should have been (B)(6) 2020 rather than (B)(6) 2020.